Event description:
Per the clinic, the patient experienced skin burning sensation and external magnet cracked and broken. A portion of the magnet was embedded into skin caused a pressure ulcer followed by skin erosion and experienced skin breakdown due to long term chronic pressure at implant site. On (B)(6) 2026; the patient was placed under local anesthesia and underwent revision surgery for the removal of external magnet and diseased skin. The implanted device remains.